Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 05-apr-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 1.5 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the catheter was tangled due to the pump flipping in the pocket numerous times. The event date was noted to be unknown. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had a large abdominal habitus and it was difficult to suture down to the fascia without being too deep for a pump refill. It was unknown if the patient was also manipulating the pump, but the patient denied doing so. An MRI was performed which indicated that the pump had moved from its original position. It appeared on the MRI that there was some fluid around the connector pin. When the pocket was opened on (B)(6) 2019, t here was tension on the catheter from the twisting of the pump. The catheter was revised, and the pump was moved to a site that was just under the axilla where it could be sutured down to the fascia as the physician had success with that spot with patients that had excessive abdominal adipose tissue. At the end of the procedure, the surgeon aspirated csf (cerebrospinal fluid) to confirm the segment of catheter was patent. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.